Event description:
The target lesion was left internal carotid artery. The patient was a male. There was no calcification and vessel tortuosity, the rate of stenosis was 66%. The angioguard xp delivery (603014mc, 70808513) and the stent placement (precise, p09040xc, 13441886) were successful. Pre-dilatation (4mm/5atm, brand unk) and post-dilatation (5mm/5atm, brand unk) were performed with balloon catheter. Debris was found in the filter basket after the removal from the patient's body. Soon after the was deployed, the patient developed a stroke with symptom of paralysis. An intravenous drip of edaravone and argatroban hydrate were administered. Cerebral infract on the ipsilateral side was confirmed by MRI. According to the physician, the soft plaques might have gone through the filter basket of the ag and led to the stroke. The patient is making a recovery.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Ischemic strokes are known complication associated with carotid artery stenting and are generally associated with an embolus (debris or blood clot) that forms elsewhere in the body and travels through the bloodstream to the brain). Lumen enlargement during stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the blood stream. Sufficient antiplatelet therapy must be conducted during and post procedure to decrease the risk of embolic strokes. The femoral access site also suffers vessel injury that can potentially cause an ischemic stroke. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device. Based on the information available, there are inherent procedural risks and patient and vessel factors that may have contributed to this event. This is one of two reports submitted for the same event. Please reference MFR report #: 1016427-2009-00214.